Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece measuring approximately 0.53" x 0.10" was returned with the instrument. No material appeared to be missing as the broken assembly was pieced back together. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that this harmonic ace instrument was returned without a return material authorization (RMA).